Event description:
Additional information received indicated the noise resulted in oversensing on the rv lead. Patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in-clinic follow up, an event of noise was observed on the right ventricular (rv) lead. No intervention has been performed at this time to resolve the event. The patient was stable and will continue to be monitored.